Event description:
It was reported that crosstalk oversensing was seen on the right ventricular channel from atrial paced beats, appropriately falling into the ventricular blanking period after atrial paces. The device and leads remain in service. No adverse patient effects were reported.